Event description:
On (B)(4) 2014, the reporter contacted lifescan (B)(4), alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - 3/17/2015 device evaluation.the lay user/patients test strips (lot # 3663916 and 3638580)have been returned on 2/12/2015 and further evaluated by lifescan product analysis on 3/10/2015 with the following findings:the test strip lot # 3663916 passed all testing with no faults found. The reported issue could not be confirmed.th etest strip lot # 3638580 could not be tested as an empty vial was returned. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.